Manufacturer narrative:
Omit : a070803 - failure to power up (1476), b17 - device not returned, c20 - no findings available. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module would not turn off, was lit up (green), screen scrolling, but the pcu was not recognizing the channel. There was nothing on the pcu screen that linked the channel. The nurse tried all the buttons, both channel and pcu: channel select, channel off, etc. But no response. The medication infusing at the time of the event was "atg/ns". Per customer's internal investigation conducted by their biomed team, they found no faults with the pump module's keypad. Additionally, upon full inspection of the device, nothing appears to be wrong with the device. There was patient involvement but no harm.

Event description:
It was reported that the pump module would not turn off, was lit up (green), screen scrolling, but the pcu was not recognizing the channel. There was nothing on the pcu screen that linked the channel. The nurse tried all the buttons, both channel and pcu: channel select, channel off, etc. But no response. The medication infusing at the time of the event was "atg/ns". Per customer's internal investigation conducted by their biomed team, they found no faults with the pump module's keypad. Additionally, upon full inspection of the device, nothing appears to be wrong with the device. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pump module would not turn off, was lit up (green), screen scrolling, but the pcu was not recognizing the channel. There was nothing on the pcu screen that linked the channel. The nurse tried all the buttons, both channel and pcu: channel select, channel off, etc. But no response. The medication infusing at the time of the event was "atg/ns". Per customer's internal investigation conducted by their biomed team, they found no faults with the pump module's keypad. Additionally, upon full inspection of the device, nothing appears to be wrong with the device. There was patient involvement but no harm.